Manufacturer narrative:
An event regarding pain & revision involving a mako femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) revised a mako medial pka to a primary triathlon cementless tka due to pf disease progression and medial pain.

Manufacturer narrative:
The following other devices were also listed in this report: mck tibial baseplate-rm/ll-sz 4; cat# 180614; lot# 26270413-03, mck tibial onlay insert-sz 4-8mm; cat# 180704-1; lot# 12140513-1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) revised a mako medial pka to a primary triathlon cementless tka due to pf disease progression and medial pain.